Event description:
Follow up idnetified the patient had his scs ipg replaced. Reportedly, the replacement ipg resolved the shocking/pocket stimulation issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pocket stimulation while charging the scs ipg and with the stimulation on. The patient was seen in the ER and the system was turned off. A company representative met with the patient in the doctor's office and was able to reproduce the symptoms. The next course of action was undetermined at this time.